Event description:
It was reported while using the bd alaris syringe module syringe administration set there was occlusion and it backed up. Verbatim: nurse reporting backflow into syringe previous night when intermittent medication y¿d into flush line. Flush line running at .5ml/h. Med line running at .65ml/hr. Psd in use. Line alarming occlusion, and backed up from 0.65 ml in 1cc med syringe, to 0.9ml.

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint that there was flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd alaris syringe module syringe administration set there was occlusion and it backed up. Verbatim: nurse reporting backflow into syringe previous night when intermittent medication y¿d into flush line. Flush line running at .5ml/h. Med line running at .65ml/hr. Psd in use. Line alarming occlusion, and backed up from 0.65 ml in 1cc med syringe, to 0.9ml.